Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that every enteral spike set tube is leaking at the bond on the bottle spike.

Manufacturer narrative:
The additional manufacturers narrative stated that 24 samples were returned. Although the customer did report 25 each, the actual quantity returned was 2 samples and the reported issue was confirmed with both samples.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received inside the original packaging for evaluation. During a functional evaluation it was detected that 1 out of 24 samples were leaking at the connection between cross spike and tubing line. The reported condition will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal investigation corrective/preventative action (CAPA).